Manufacturer narrative:
The lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the pump was not working. Upon explant, it was noted that the amount of fluid in the balloon was limited due to a fluid leak from the pump connecting tube. All components were removed and replaced. There were no patient complications reported.